Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no visible evidence of moisture in the display screen, the battery compartment or the cartridge compartment. There was no visible damage to the pump. A leak test revealed a leak in the case seal. Corrosion was found on the internal components and printed circuit boards. Unrelated to the moisture issue, the display screen is dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, a distributor contaacted animas alleging that a device had moisture behind the display screen. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.